Event description:
Abbott diabetes care received a finnish medicines report which reported the following information pertaining to an abbott diabetes care (adc) device: "the patient visited the emergency room on 2.9. Blood tests at 11:05 vs 20.7. Libre an hour before at the appointment vs 5.2. Doctor's appointment on 3.9. The patient said that he had reduced his insulin dose due to low blood sugar values. Showed the libre curve to the doctor. Today, 6.9, the patient came to the emergency room for the second time, still feeling bad. Libre showed low blood sugars. Eat normally. This morning he left off putting the long-acting insulin because he didn't dare to put it on anymore. At the reception, the libre vs was 5. Hi from the fingertip, < 38 in the venous blood sample. It is not known how long the libre has been showing an incorrect vs value. Family evening - discussion event contributing factors: asked whether the patient has measured blood sugar levels with the fingertip in mind for control. It was not because the device was broken. Other devices or accessories involved in the dangerous situation: value too long: "30.7. Sent to the patient (B)(6) freestyle libre3 plus sensor, ref (B)(4), 14 pcs/6 months would you have used this then? 19.5. Sent to the patient (B)(6) sensor freestyle libre 3 plus ref (B)(4), 7 pcs/3 months libre 3 sensor malfunctions. Description of the consequence of the dangerous situation or possible consequence for the patient/customer or other person. The patient did not take medication due to incorrect values that were actually high. Required "specialized level" unspecified care to correct the situation." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customers product has been requested for investigation and the customer agreed to return the device; however, at this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line(s) and reported issue. No trip was identified and no further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a finnish medicines report which reported the following information pertaining to an abbott diabetes care (adc) device: "the patient visited the emergency room on 2.9. Blood tests at 11:05 vs 20.7. Libre an hour before at the appointment vs 5.2. Doctor's appointment on 3.9. The patient said that he had reduced his insulin dose due to low blood sugar values. Showed the libre curve to the doctor. Today, 6.9, the patient came to the emergency room for the second time, still feeling bad. Libre showed low blood sugars. Eat normally. This morning he left off putting the long-acting insulin because he didn't dare to put it on anymore. At the reception, the libre vs was 5. Hi from the fingertip, < 38 in the venous blood sample. It is not known how long the libre has been showing an incorrect vs value. Family evening - discussion event contributing factors: asked whether the patient has measured blood sugar levels with the fingertip in mind for control. It was not because the device was broken. Other devices or accessories involved in the dangerous situation: value too long: "30.7. Sent to the patient 226563 freestyle libre3 plus sensor, ref 78792¿01, 14 pcs/6 months would you have used this then? 19.5. Sent to the patient 226563 sensor freestyle libre 3 plus ref 78792¿01, 7 pcs/3 months libre 3 sensor malfunctions. Description of the consequence of the dangerous situation or possible consequence for the patient/customer or other person. The patient did not take medication due to incorrect values ¿¿that were actually high. Required "specialized level" unspecified care to correct the situation." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The available tracking and trending reports were conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.